Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B)(4).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2010, due to complaints of pain. During the procedure, the surgeon noticed an inferior defect due to a cyst. The head and cup were removed and replaced.